Event description:
It was reported, the patient was recharging the device more than expected. The recharge interval appeared to be appropriate given the device parameters. An impedance check found a low impedance, less than 50 ohms, on electrode pair 8 and 10. Other impedances were between 300-500 ohms. The device was reprogrammed around electrodes 8 and 10 and group impedance was 140 ohms with 5 electrodes programmed. The patient was receiving good therapy. Parameters were decreased to help with recharging interval.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).